Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lot evaluation was unable to be performed as the reported did not provide the lot number. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, a reporter for an elderly patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the limited customer care advocate (cca) documentation since the reporter was unaware of much of the detail surrounding the allegation. The reporter stated that on an unknown date and time, the patient obtained a reading on the subject meter of ¿over 400 mg/dl¿ which she considered high compared to her feelings/normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with lantus solostar insulin which she self-adjusts. The reporter indicated that to reduce her blood sugar level, the patient took an unknown quantity of an unspecified medication. The reporter stated that an unknown time later, the patient developed ¿dizziness¿ and was taken to the emergency room where she received treatment; however, the reporter was unable to provide the nature of the treatment the patient received. At the time of troubleshooting, the reporter confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient/reporter did not have control solution to test the meter and test strips. Education was provided on its use by the cca and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention which may have been for an acute low diabetes excursion, after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering medication.